Event description:
It was reported that when the device's temp is raised to 104 degrees and then dropped to around 67 degrees, it will send an error. Customer has to reset the machine in order to get it to work. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.